Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, infection and loosening in his left knee. A manipulation under anesthesia for performed on (B)(6) 2013.